Manufacturer narrative:
Article information is as follows: setiadi, h., el-banayosy, a. M., george, s., schmidtke, d. W., el-banayosy, a., horstmanshof, d. A., & long, j. W. (2021, november 10). Oncostatin m: a potential biomarker to predict infection in patients with left ventricular assist devices. Asaio journal, 68(8), 1036¿1043. Https://doi.org/10.1097/mat.0000000000001608. Specific patient information and device serial number are documented as unknown. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through the research article ¿oncostatin m: a potential biomarker to predict infection in patients with left ventricular assist devices¿ that the heartmate 3 (hm3) may be associated with infection. This retrospective study compared levels of oncostatin m (osm), a cytokine marker of leukocyte activation and inflammation in patients one day before their implant and postoperatively over the course of two months. Blood samples were collected one day before implant, 4-8 hours postoperatively, days 1 through 3 post-implant, every two days until day 11 post-implant, weekly until discharge and at every clinic visit for 2 months post-implant. Out of a total of 41 patients, 28 patients had a hm3 implanted during this study. These patients were divided into two groups based on their preoperative osm levels; group a had normal osm levels with a total of 27 patients, while group b had elevated osm levels with a total of 14 patients (p=0.03). Findings found more infections occurred in group b (n=8) than group a (n=2) over the 2 month post implant course (p=0.004). 75% of the reported infections occurred in the first 30 days post-implant. Group a was found to have osm levels rapidly decline towards baseline postoperatively, but these levels remained elevated on day 60, suggesting longer-term effects post-implant. Group b osm levels peaked at day 2 and slowly declined, but at day 40 remained significantly higher than group a (p=0.4). Group b osm levels continued to decline and approached the low group a values by day 60. Furthermore, there was no difference in blood products transfused to patients in the two groups. These findings suggest that preoperative plasma osm levels may assist in identifying patients at increased risk of infections after lvad implantation.

Manufacturer narrative:
Manufacturer's investigation conclusion:this type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post-production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.the device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, is not available.no further information was provided. The manufacturer is closing the file on this event.